Event description:
It was reported the device was used during a lung volume reduction procedure, it was reported the tct75 was fired several times without difficulty and then the device locked up. The surgeon was unable to fire the device. It was reported buttressing material was used. It was reported another tct75 was opened to complete the procedure. There was no consequence to the pt.